Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's spouse reported via phone call that the customer experienced high blood glucose of 400 mg/dl and the buttons were not responding. Customer treated with manual injection. It was stated that the customer was outside and sweating a lot when the keys started sticking. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.